Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the examination lamp did not light. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned to olympus service operation repair center (sorc). Sorc confirmed the reported phenomenon (the examination lamp did not light) and failure of the aperture unit of the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. More than 12 years had passed from the subject device had been manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the following causes; the examination lamp did not light, as the converter was failed due to deterioration over time during repeatedly long-term use. The aperture unit was failed due to repeatedly long-term use.